Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Material and lot number were not reported; however, a potential lot/material number was provided: MFR (B)(4) lots: 0001611153 and 0001611047. MFR (B)(4) lot: 0001623325.

Event description:
Description: ineffective anesthesia, converted to general anesthesia. Event details: we experienced a total of 5 failed spinals (4 within the past week, the other 1 earlier in the month) and are questioning the efficacy of the included medications as that is the primary consistent factor during these events that occurred. We are still confirming the number of reports and verifying none of these have been duplicated, but this is the detail we have received so far. No specific patient harm was reported, although conversion to general anesthesia was required so the associated additional risks that go along with added procedure time, extended recovery, etc. Additional information: the additional review from anesthesia was completed as of today and one additional case was found from on (B)(6) 2025 that was converted to general anesthesia due to the medication not lasting through case. The kit was not saved.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos which display opened anesthesia trays and the glass ampoules for marcaine, lidocaine and bupivacaine were provided. Based on the images received, we were unable to confirm the reported concern of ineffective anesthesia. We conducted a thorough review of our internal manufacturing records and raw material history for the suspected lot numbers (0001611153 and 0001611047, tray 405673; and lot 0001623325, tray 400866). No quality issues or rejections related to this incident were identified, and all procedural and functional requirements for product release were met. We reviewed our sterilization records; no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lot, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information, we were unable to identify a root cause within our process that could impact the efficacy of the medication included in our kits. As the medication is supplied by an external partner, we have notified them of this incident. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences this has caused. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.